Manufacturer narrative:
Additional lot # sm070202. Suspect medical device: two product devices were used during the surgery. One was part # 606-001-009, lot # sm0602005 that was manufactured in january 2006 with an expiration date of 2009-01. The second was part # 606-001-009, lot # sm070201 that was manufactured in january 2007 with an expiration date of 2010-01. The production records for these lots were reviewed and everything was in order. All product release specifications were met. Bile fluid and intestinal contents were found to be present at the site of the surgical implant. The presence of these fluids likely caused the collagen-based product to "dissolve." Use of the product in the presence of these fluids in contra-indicated in the surgimend instructions for use.

Event description:
A female patient previously had surgery to repair an abdominal hernia. The current surgery was a revision repair. Two peices of surgimend were sutured together to affect the repair in 2007. Approx. Two weeks later, part of one of the pieces of surgimend had dissolved. At this time, it was noted that bile fluid and intestinal contents were present at the surgical site. The patient is doing okay, even though, the surgical site is "open."